Event description:
A malfunction alarm with code 12 was reported, leading the customer's blood glucose level to be displayed as "high," indicating it exceeded 500 mg/dl. The customer addressed the issue through a manual correction injection via a multiple daily injection (mdi) method, with no assistance required from a third party. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurred; the customer understood the instructions.